Event description:
An 8 mm diameter x 3.0 cm length bridge assurant biliary stent was implanted into a pt for the endovascular treatment of an external iliac artery stenosis in 2004. Vessels were non-tortuous and non-calcified and the lesion 70% stenosed. The lesion was not pre-dilated. A 6f sheath was inserted to assist in advancing the stent delivery system to the lesion site where the stent was deployed successfully. Post deployment the balloon was deflated and pulled back to the tip of the sheath. It was reported that the physician elected to post-dilate the lesion site. The delivery system was advanced to the lesion site to perform post-dilation. It was reported that after post-dilation a third of the balloon failed to deflate. The delivery system was removed and the pt is reported to be doing well. The stent delivery system was returned to medtronic in april 2004 and its evaluation has been completed. The pressure required to inflate the balloon in the laboratory was 2 greater than atmospheres. Deflation time was 90 seconds. After the evaluation was completed, it was determined that the cause of this malfunction may have been caused by the reinsertion of the balloon into the pt for post dilatation.